Event description:
It was reported prior to using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml the user noted that a single tube was cracked. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, d.9:device eval by manufacturer? Yes, d9: returned to manufacturer on: 16-may-2024. H.6 investigation summary bd received 60 samples and two (2) photos for investigation. A visual inspection was performed on the returned samples with no issues being identified. Visual examination of the photos was performed and revealed a broken tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of glass breakage based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml the user noted that a single tube was cracked. No health impact or consequence reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.